Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed. The evaluation found the front panel lights on continuously due to a printed circuit board failure. In addition, the evaluation found no dvi signal output due to a printed circuit board failure (dp board). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during routine inspection by a technician, the front panel led's were continuously on and the digital visual interface (dvi) output was not working (no image). There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation, and to correct information provided on the initial report. It has been over 7 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena ¿all leds on the front panel continue to light up¿. And ¿dvi output does not work¿ were duplicated. It was pointed out, that they occurred, due to the faulty zz board and faulty patient circuit (dp) board respectively. Additional inspection findings were as follows: one spacer of the dvi port located in the rear panel is missing. Receptacle is loosened. Olympus will continue to monitor field performance for this device.